Event description:
The customer reported that while the unit was in use on a patient, the unit stopped pumping four times without any alarm. Each time, the operator pressed the start key and therapy was continued. No patient injury was reported.

Manufacturer narrative:
The investigation of this complaint is ongoing. Additional information will be provided when it becomes available.